Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into atrial fibrillation (af) with rapid ventricular response (rvr) which degenerated into af with ventricular tachycardia (vt) then fine ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) withheld therapy due to meeting wavelet criteria. The ICD detected the vf but did not deliver therapy. The patient had to be externally rescued by the healthcare professional with external shock. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.